Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the nurse at the bedside did not automatically see prescribed medication. Therefore, prescribed schedules can potentially be missed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The user needs to manually refresh the screen to view the new patient data. In some cases, it is not obvious to the clinical user that new data has been entered by another user.. The investigation identified a design issue and further action has been initiated via an internal enhancement request. The issue has been addressed with the j.05 software release.